Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump lost power and moisture was observed in the battery compartment. It was reported that there was no damage to the battery compartment and cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Moisture was observed behind the display. The battery compartment was found to have cracked from the case seal to the threads. A leak test showed a leak where the crack was located. Attempt to download the history and black box failed. The display, the audible and vibratory features were not functional. Pump casing was opened and evidence of moisture intrusion was found inside the pump. The investigation was unable to conduct the functional testing due to the internal moisture damages. The reported power and moisture ingress issue was duplicated in the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.